Event description:
It was reported that during a knee surgery the end of the drill bit broke inside the patients knee while drilling the femoral tunnel. All parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-1207l with batch 022302 noted that the tip of the drill is broken off over a length of 15 mm (see evaluation pictures 3 - 5). The broken pieces were returned for investigation. A functional test was not performed due to the damage to the device. According to product management, the most likely cause for the reported event can be attributed to misuse. If the drill is already in contact with the bone during use and is only then set in rotation, high torque is generated, which can lead to metal parts shearing off.